Event description:
On 10sep2020 terumo medical received a user facility medwatch report #(B)(4). The event description states: "trans-jugular intrahepatic portosystemic shunt (tips) procedure was performed, and patient tolerated procedure without difficulty. The patient was admitted for overnight observation as had originally been planned. Upon completion of the procedure a post procedure radiograph was performed. Review of the radiograph revealed a radiopaque foreign body projecting over the liver. Subsequent kidney, ureter, and bladder, and CT was obtained, revealing a foreign body in one of the peripheral veins of the liver. Retrospective review of all the imaging in the case revealed the linear opacity was noted to appear after portal venous access was obtained. Access was obtained and a 0.035-inch glidewire was used to navigate into the portal vein while using a ring tips set. As a result, this is likely to reflect the sheared hydrophilic coating of a glidewire as it probably sheared along the cannula. After reviewing the CT, the patient was told that given the location it is not likely to cause harm. In addition, attempting retrieval of such a device at this time or in the future would likely carry more risk than benefit."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to update sections a, b6, b7, d10 and g2. It was initially reported that the date of event was (B)(6) 2020; however, it was confirmed that the actual date of event was (B)(6)2020; therefore, section b3 has been updated.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. Reproductive testing was performed, and guidewire was withdrawn from a metal needle. As a result, the urethane coating of the guidewire was peeled off. The cross-section surface of the urethane was smooth as if it had been cut with a blade, and exposed core wire was observed. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needles is recommended when using this wire for initial placement. It is likely that the actual guidewire was exposed to a pulling load in the withdrawal direction while its urethane coating was in contact with the metal needle, resulting in the peeled-off urethane coating. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4). Please see MDR (B)(4) for the importer report.

Event description:
The user facility reported that the involved guidewire was used during the procedure. The hydrophilic coating came off the wire and was left behind in the patient. It was not known until after the fact. The case was completed with no further incident. The procedure outcome was reported to be done. The patient's condition was good. There was no patient injury, medical/surgical intervention required. Additional information was received on 10aug2020. They believe it was the polyurethane coating that was left behind. It was a tips procedure and the case turned out good and they are not concerned about what was left behind. They did not realize what was left behind until after; however, where it was left the tracts was closed up for the transjugular intrahepatic portosystemic shunt (tips) procedure. Additional information was received on 11aug2020. From what they gathered it was the "coating" or plastic jacket. They stated that the case was completed. They were using the cook tips kit.